Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. A competitor product exhibited high thresholds which resulted in the premature depletion of the implantable pulse generators (ipg) battery. The ipg was explanted and replaced. The competitor lead was capped and replaced. While the physician was closing the pocket they noticed that the new right ventricular (rv) lead had dislodged. The lead was repositioned and placed successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.